Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic: pelvic pain'), genital haemorrhage ('general abnormal bleeding'), sjogren's syndrome ('sjogren's syndrome'), cataract ('cataract and secondary cataracts in both eyes (4 surgeries)') and post procedural haemorrhage ('a surgery from hell gone wrong/I bleed profusely for 8 days') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea and vaginal discharge. Previously administered products included for birth control: mirena from (B)(6) 2006 to (B)(6) 2007 and yasmin in 2003. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included diaphragm (indication: prevent pregnancy) and obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced cataract (seriousness criterion medically significant) and visual impairment ("decreased visuals"). On (B)(6) 2009, the patient experienced nausea ("nausea"), loss of libido ("loss of libido"), hot flush ("hot flashes"), night sweats ("night sweats"), sleep disorder ("sleep disturbances") and feeling abnormal ("brain fog"). On (B)(6) 2012, the patient was found to have blood urine present ("blood in urine"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient was found to have benign neoplasm of skin ("benign skin tumor"). In (B)(6) 2017, the patient experienced sjogren's syndrome (seriousness criterion medically significant) and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced aortic dilatation ("enlarged thoracic aorta"). On (B)(6) 2018, the patient experienced allergy to metals ("hypersensitivity to metal"). On an unknown date, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("itchy skin"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), nail discolouration ("toe turned purple"), pelvic prolapse ("pelvic prolapse"), post procedural infection ("complications during removal surgery: infection"), allergy to chemicals ("hypersensitivity to chemical and fragrances issue worsen"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), abdominal distension ("severe bloating"), dyspepsia ("indigestion"), procedural pain ("left side - coil became lodged & doctor and pushed and finally forced it through. It was so painful"), sensory disturbance ("pinching sensation"), abdominal discomfort ("abdominal pressure"), asthenia ("body felt much older"), muscle twitching ("twitching sensation"), pain in extremity ("leg pain"), mood altered ("moodiness"), skin infection ("skin infection"), amnesia ("memory loss"), pelvic discomfort ("pelvic pressure"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary probs") and was found to have hormone level abnormal ("hormonal changes") and benign muscle neoplasm ("benign muscle tumor"). The patient was treated with cefalexin (keflex) and surgery (salpingectomy (bilateral) and she had undergone 4 surgeries (laser eye surgery) for cataract). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, aortic dilatation, pruritus, vaginal discharge, blood urine present, nausea, nail discolouration, pelvic prolapse, allergy to chemicals, allergy to metals, cystitis, urinary tract infection, bladder disorder and urinary tract disorder had resolved and the sjogren's syndrome, cataract, post procedural haemorrhage, abdominal pain, back pain, vaginal infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, benign neoplasm of skin, benign muscle neoplasm, visual impairment, weight increased, post procedural infection, loss of libido, hot flush, night sweats, sleep disorder, feeling abnormal, constipation, abdominal distension, dyspepsia, sensory disturbance, abdominal discomfort, asthenia, muscle twitching, pain in extremity, mood altered, skin infection, amnesia and pelvic discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to chemicals, allergy to metals, alopecia, amnesia, aortic dilatation, asthenia, back pain, benign muscle neoplasm, benign neoplasm of skin, bladder disorder, blood urine present, cataract, constipation, cystitis, dysmenorrhoea, dyspepsia, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hot flush, loss of libido, migraine, mood altered, muscle twitching, nail discolouration, nausea, night sweats, pain in extremity, pelvic discomfort, pelvic pain, pelvic prolapse, post procedural haemorrhage, post procedural infection, procedural pain, pruritus, sensory disturbance, sjogren's syndrome, skin infection, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: unilateral occlusion (right tube occluded).. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain, cataract, sleep disturbances, back pain, fatigue, loss of libido, allergy to metals, nausea, weight gain, night sweats and hot flashes". ¿concerning the injuries reported in this case, the following ones were described in patients social media record "twitching and pinching sensation, abdominal pressure, nausea, weight gain, night sweats, hot flashes, fatigue, back pain, headaches, leg pain, moodiness, skin infection, toe turned purple, no sexual appetite, memory loss, body felt much older and pelvic pressure". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ chronic pelvic pain, dysmenorrhea, abdominal pain, back pain,enlarged thoracic aorta, general abnormal bleeding, itchy skin, hypersensitivity to metals and my chemicals and fragrances issue worsen, sjogren's syndrome, blood in urine, vaginal infection, fatigue, gi (gastrointestinal conditions), alopecia, hormonal changes, migraines/headaches, nausea, benign skin tumor, cataract and secondary cataracts in both eyes (4 surgeries), weight gain, toe turned purple, pelvic prolapse and complications during removal surgery: infection¿ were added. Reporter¿s information, demographics, lab data, and essure removal date were added. On 20-sep-2019: plaintiff fact sheet and medical record received. Per pfs following events¿ benign muscle tumor, decreased visuals, loss of libido, hot flashes, sleep disturbances, brain fog, hypersensitivity to chemical and fragrances issue worsen, bladder infection, urinary tract infection, constipation, severe bloating, indigestion and left side - coil became lodged & doctor and pushed and finally forced it through. It was so painful¿ were added. Reporter¿s information, demographic (updated), medical history, and historical medications were added. On 25-sep-2019: information received vi a social media record. Following events¿ twitching and pinching sensation, abdominal pressure, leg pain, moodiness, skin infection, memory loss, body felt much older and pelvic pressure¿. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.